Event description:
It was reported when using the bd vacutainer® acd solution b blood collection tubes, the device experienced a broken lid/cap. The following information was provided by the initial reporter. The customer stated: one of the tubes from the shelf pack has the cap damaged.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® acd solution b blood collection tubes, the device experienced a broken lid/cap. The following information was provided by the initial reporter. The customer stated: one of the tubes from the shelf pack has the cap damaged.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for stopper molding defect was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode stopper molding defect. Bd determined that the root cause of the indicated failure mode was attributed to a precured pellet molded onto the stopper and breaking off during further processing. This defect should have been caught by the line operator and removed.